Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The customer's meter was provided for investigation where it was tested using retention strips and retention controls. The customer's test strips were not provided. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique device identifier (B)(4).

Event description:
There was an allegation of questionable inr results with a coaguchek xs meter serial number (B)(4). The customer used a different finger for each meter test. At 11:13, the customer's meter result was ">8.0" inr. At 11:28, the customer's meter result was 5.8 inr. The customer's therapeutic range is 2.0- 3.0 inr and tests weekly.